Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. The customer's blood glucose level was 479 mg/dl. The customer's mother loaded a new cartridge successfully and delivered a correction bolus. On the next day, it was reported that the customer's blood glucose level was normal.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.